Manufacturer narrative:
The viper2 rod holder was returned for evaluation. Visual inspection revealed that the fracture was located at the holder¿s distal tip approximately 25mm from the working end. It was also noted that the fracture did not occur at the tip weld location. Scanning electron microscopy (sem) found evidence of a static brittle overload fracture. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12-month review of the complaint trend analysis for the viper2 rod holder, advanced was conducted on the specific product code from this complaint file as there is no product family for this device that exhibit a similar failure mode in similar conditions. This analysis found no emerging trends that require further action. The root cause of the viper2 rod holder¿s distal tip becoming broken cannot positively be determined. However, the optical image noted that the fracture location reveals little plastic deformation across most of the fracture termination site surface, consistent with a static brittle overload failure. No corrective action/preventive action (CAPA) is necessary at this time as no material defects or other abnormalities were observed in the fracture analysis report and there are no systemic trends. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: at this time it is not known if the viper2 rod holder will be returned for evaluation. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon was inserting a concomitant device viper rod using the viper2 rod holder and heard a crack. He looked down and recognized there was a crack in the rod holder. He immediately pulled out the rod holder and rod from the surgical site and used the other viper2 rod holder that was contained in the set.